Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had lost weight since the initial surgery and the battery pocket was not tight enough so the battery was flipping as a result. A successful pocket revision was done on (B)(6) and the issue was resolved at the time of the report. No further complications were reported/anticipated.